Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found the side car-rx presented pushback out of specification. Functional evaluation found that the basket would open and close without issue (inside and outside of the endoscope). The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during the procedure after successfully retrieving a stone, the basket failed to open for the second attempt to retrieve a stone. After the device was withdrawn from the scope, it was found that the basket wire was kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.